Manufacturer narrative:
The patient's exact age is unknown; however, it was reported that the patient is over (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. This complaint is being reported based on the event of an upper airway obstruction treated with medication (medication unknown) and hospitalization. According to the complainant, the patient was reported to have a "vocal cord issue" and candida prior to undergoing the bt procedure. On (B)(6) 2015, the patient underwent a bronchial thermoplasty treatment to the lungs. The physician intubated the patient as part of the hospital's protocol for performing the bronchial thermoplasty procedure. The intubation process was reported to be difficult due to the patient's preexisting conditions. No issues were noted with the device. Following the procedure, the physician examined the patient's lungs and no issues were identified with the patient. (B)(6) 2015, the patient returned to the hospital after experiencing an upper airway obstruction. Due to the location of the obstruction being "higher up in the airway", the physician believes that the intubation process had irritated the patient's airway and caused the obstruction. The physician assessed that the obstruction was not related to the bt treatment or device. On (B)(6) 2015, the patient was still in the hospital and the physician was determining the best course of treatment for the patient. On (B)(6) 2015, it was reported that the patient has since been discharged from the hospital (exact date not reported) after being treated with medication (exact medication not reported). The patient was reported to be doing "fine" and is scheduled to undergo the next bt procedure within the next few weeks.